Event description:
It was reported that the patient needed to have a catheter replacement for an unspecified reason. The medication dose was lowered to 4mcg/day to prepare for the replacement procedure and the patient began to experience auditory and visual hallucinations and also experienced confusion. The patient¿s dose was further decreased to 1.4mcg/day and the adverse effects persisted. No additional information regarding the patient or adverse effect was available. The device system was used to deliver prialt 16mcg/day ¿for a long time¿.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).